Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. Investigation summary :the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the device had slightly marks of wear, but it was in expected condition. To test its functionality, it was tested on a sample rubber strip and a needle; as a result, it revealed that the needle deploy as normally, after several times the needle was not functioning as expected due to it was very hard to deploy causing the device to jam. The trigger had to be manually pushed back to retract the needle to its original position. Also, a suture was loaded; after pulling the trigger, it did not deploy properly. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The maintenance conditions of the device is unknown, the possible root cause of reported failure could be attributed to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device and this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by sales rep that during a rotator cuff repair on (B)(6) 2022, it was observed that one expressew iii autocapture + suture passer device failed to ¿autocapture¿ the suture when trying to remove suture passed through the rotator cuff tissue. During in-house engineering evaluation, it was determined that the needle was very hard to deploy causing the device to jam; and the trigger had to be manually pushed back to retract the needle to its original position. It was further determined that device did not deploy properly when a suture was loaded after pulling the trigger. The procedure was delayed for 15 minutes. There were no adverse patient consequences reported. No additional information was provided.